Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus was not working, cursor on the screen was not moving. The bezel (touchscreen) had a crack on the right side. The stylus was replaced, bezel (touchscreen) was replaced, touchscreen calibrated according to procedure, software was re-installed and updated to the newest version, files were retrieved and the device was cleaned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for corrective maintenance and repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.